Manufacturer narrative:
(B)(4).the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked but that it had not been dropped or bumped. The drive support cap was not damaged. The blood glucose reading was 202 mg/dl. Nothing further was reported.